Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment measuring approximately 11.4cm in length. Gross visual, microscopic and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter break, leak, material separation and identified naturally worn and deformation due to compressive stress as a complete circumferential break was noted and the surface appeared to be jagged and smooth. Furthermore, the break was noted to be round in one region and granular in the other region and necking was observed approximately 3.6cm from the proximal end of the catheter segment. However, the investigation is inconclusive for the reported migration issue as the exact circumstances during the reported event were unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that almost two years post a port placement procedure, subcutaneous leakage was allegedly noted. It was further reported that when the physician attempted to remove the port system from the patient¿s body, the catheter of the device was found to be broken and was reported to be migrated outside the patient. Patient current status is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that almost two years post a port placement procedure, subcutaneous leakage was allegedly noted. It was further reported that when the physician attempted to remove the port system from the patient¿s body, the catheter of the device was found to be broken and was reported to be migrated outside the patient. Patient current status is unknown.